Manufacturer narrative:
Follow-up submitted to report device evaluation. This report is submitted late and is captured within CAPA-1374

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.